Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the touch screen was not responding to the stylus. A crack was found in the overlay in the bottom right corner under the bezel that cracked into the track. Reseating would not resolve. Additionally the stylus could not be calibrated. Contamination was found internally. The programmer passed its console testing except the display touch tests. The cord bay latch tab was broken off. Due to a lack of available parts to repair and the internal contamination the programmer is to be scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was not responding to the stylus. The stylus was changed out but the issue did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.